Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dead insect was observed inside a luer lock tip cap (red). This was observed while adding the cap to a chemotherapy infusion in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h4, h6, and h10: b5: additionally, the technician applied the cap to pegfilgrastim solution that was drawn up and noted the foreign body in end of cap after applying the cap to a syringe. Upon further inspection, foreign body was identified as a small dead insect that appeared to have fallen out of the inside of the red cap tip. To resolve the event, a new infusion was prepared. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.